Event description:
It was reported that, during an office follow-up, the programmer had a red warning screen indicating the device had a patient data alert. Technical services (ts) informed the alert was due to loss of records of episodes with patient information, implant date, auto-setup etc. The patient was being checked post baro stim placement and testing was performed and there were no observations of noise. However, the device is programmed to unipolar and ts informed that unipolar stim is contra-indicated. The physician is aware. At this time, the device remains in service. No adverse patient effects were reported.